Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 22-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the pump¿s black box and alarm history showed that a "replace cartridge" alarm was prompted followed by a "pump not primed" warning which was left unconfirmed until the pump emitted a "replace battery" alarm. The pump was exercised for 24 hours with no alarms occurring during that time. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.